Event description:
Stenalock case, original surgery 3-4 months prior. During MRI it was noticed plates & screws were no longer fixated in the bone. Revision surgery to remove implants were done about a week ago.